Event description:
Reporter alleged obtaining a result of 252 mg/dl on the advantage system compared back to back with result of 82 mg/dl on one professional system and another result of 78 on another professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during an unk procedure, there was no device function. Also the display showed an instrument error. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.